Event description:
I do not recall the original date. I am a paramedic for (B)(6) ambulance, a department of (B)(6) medical center in (B)(6). Approximately 2.5 years ago, I was transporting an intubated and mechanically ventilated patient on vasopressor medications from our small rural community hospital to (B)(6) hospital, a tertiary center in (B)(6). The patient was receiving mechanical ventilation from an ltv1200 ventilator that I believe was formerly a part of the sns and was distributed by the state of (B)(6) to my organization for regular use approximately 2.5-3 years ago. During this transport, the ventilator suffered a sudden, catastrophic failure with complete power loss. Only a small portion of the warning tone was heard before the ventilator display blacked out, the turbine spooled down, and the patient ceased to receive ventilations, resulting in complete apnea. The ventilator circuit was immediately removed and the patient had to be manually ventilated with a bag connected to his endotracheal tube. The transport to the tertiary center was suspended, and the ambulance was brought to a stop to allow the driving paramedic to assist with ventilation. A local fire department was contacted for assistance, and they provided an emt (emergency medical technician) to assist ventilations. The transport was then completed. The ltv1200 was placed into service with the manufacturer's sprint pack external battery system. Later inspection revealed damage to the charging dongle between the sprint pack and the ventilator, causing intermittent connection. More recently on (B)(6) 2024 staff at (B)(6) ambulance received an email indicating that a supervisory employee was frustrated with episodes of damage to charging dongles on the sprint pack device, and that the charging dongle was being modified by with a "rigid tube" to prevent issues. This supervisor attributed the problem to mishandling by staff. This supervisor does not have any technical education beyond his paramedic certification. On (B)(6) 2024, staff at (B)(6) ambulance received an email from the aforementioned supervisor suggesting frustration with ventilators begin taken out of service for not powering on. The supervisor attributed these problems to the ventilators not being plugged in, although he only receives the out-of-service ventilators after they have been removed from the ambulances by paramedics, so there is no context to support this attribution, and the issue of the cables failing had already been identified by the organization. On (B)(6) 2025, I took an ltv1200 out of service because of a too-short 50psi oxygen supply line. I collected another ltv1200 and connected the sprint pack to the charging device in my ambulance, which had been successfully charging my previous ventilator. I noted an intermittent charging condition similar to the life2000 recall, wherein the spring pack lights would cycle when the cable was wiggled, and would only charge when positioned in a particular manner, indicating an interruption in the flow of current to the battery either due to an internal short in the charging cable or a broken conductor. This wiggling emulated the vibrational forces the ventilator is subject to during operation of the ambulance. Upon inspection, the sprint pack had been modified with electrical tape, with damaged insulation. The ventilator was taken out of service, though the supervisor has now attempted to place the ventilator back in service in its present condition a total of 3 times over the last 2 days. It would appear that there is a fault in the integrity of the charging cables, resulting in multiple instances of the ventilator being completely unavailable for use or prone to mid-therapy sudden catastrophic failures in emergency situations. Reference report mw5164450, mw5164451, mw5164452, mw5164453.